Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Advise patient of the system memory reset. Patient will attempt to restart the smart device to try to resolve the issue. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/18/2016. The reported event of loss of connection was not confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).